Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information from a patient alleging that their dreamstation 2 CPAP device was smoking and had a burning smell coming from the electrical components. There was no report of patient or user harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from a patient alleging that their dreamstation 2 CPAP device was smoking and had a burning smell coming from the electrical components. There was no report of patient or user harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.